Event description:
It was reported that patient was seen recently following seizures and high impedance of greater than 9000 ohms was seen 2 times between the end of (B)(6) and (B)(6) 2021. The impedance has gradually been increased between (B)(6) 2021 and (B)(6) 2021. The physician is wondering if there is a lead break as the patient does (B)(6) where headlock submission holds are common. The patient has been sent for x-rays. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
B5 ¿ additional information inadvertently not included on initial MDR. B6 ¿ data inadvertently not included on initial MDR. D1, d2, d4 ¿ lead information inadvertently entered instead of generator information on initial MDR. F10. Code f1901 and a1207 inadvertently not included on initial MDR. H7. C0205 and d1101 inadvertently not included on initial MDR.

Event description:
Additional information was received that the patient went into surgery and had the lead unhooked, cleaned and reinserted. The patient device was interrogated and lead implanted was within normal range.